Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified left main trunk. A 3.00 x 20mm synergy drug eluting stent was advanced; however, the device failed to cross the lesion. After the stent was removed, it was noted that the strut on the distal side was lifted. The procedure was completed with another of the same device. There were no patient complications reported.